Event description:
It was reported that the pump was warm to the touch. Pump was charging during the event. There was no reported adverse impact to the customers blood glucose level. The customer continued to use the pump for insulin therapy.